Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, a service history review, and a review of the alarm log were performed. The f-22 alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be a damaged central processing unit (cpu) board. To correct the condition, the cpu board was replaced. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-22 alarm. No additional information is available.